Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient. It was reported that following an index spinal surgery involving the cage, the patient experienced foot drop, weakness that began a day after surgery, and low back pain that had worsened over the last month. The adverse event was assessed as probably related to the procedure and not related to the device by the sponsor, and as probably related to both the study procedure and the device by the investigator. Spinal surgery was performed as a treatment and as an intervention to prevent permanent injury or impairment. The outcome was not recovered/not resolved. No further complications reported. Additional information received stating the adverse event was probable related to the index surgery and probable related to the device. Levels implanted were l4-l5. Adverse event term was foot drop. Diagnostic test x-ray was performed on (B)(6) 2025. Hardware removal planned for some time on (B)(6) 2026. Additional information received. L5 pedicle screws that were medially deviated, planned removal for on (B)(6) 2026. Patient states he began experiencing weakness a day after surgery and low back pain 2 months ago which has worsened in the last month. L5 pedicle screws that was medially deviated will be removed. Site related assessment states, the adverse event was causally related to study device and probably related to procedure. Sponsor assessment states, the adverse event was probably related to procedure and not related to device. Additional information received. Hardware removal surgery was performed on (B)(6) 2025. Sponsor assessment updated to device related and serious per data entry indicating an additional spinal surgery with device removal occurred on (B)(6) 2025 related to this event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.